Manufacturer narrative:
Date sent: 11/08/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the white tissue pad melted while activating on the minimum button. Used a second like device to complete the case with no patient consequence reported.